Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged. The target lesion was located in the right coronary artery (rca). An iq marker guidewire was used. The lesion was predilated using a 2.5x15mm maverick balloon. During introduction of a 2.25x16mm taxus liberte' drug eluting stent the stent dislodged when the catheter was taken out of the sleeve. This occurred outside of the patient. There were no patient complications. The procedure was completed using another stent of the same size and type. The patient condition was reported as good . This product is only ous approved but it is similar to a marketed us devcie.

Manufacturer narrative:
The device has not been received at the analysis site for evaluation as of the date of this report.